Event description:
It was reported that during a video-assisted thoracic surgery (vats), the device could be used for the pulmonary artery without any problems at the 1st firing. The knife did not move forward for the pulmonary vein at the 2nd firing. It remained clamped and would not open, so finally, the manual override lever was used to return the knife, and it could be released. There was no bleeding or impact on the patient. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/3/2026 d4 batch #727d51 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open and would not reverse knife automatic could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d51, and no non-conformances were identified.